Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
A partial lead measuring 14.0 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
No further information is available. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-13264. Related manufacturer reference number: 2938836-2019-13266. Related manufacturer reference number: 2938836-2019-13267. It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. The clinic staff interrogated the device that showed two episodes in the vf zone which received appropriate therapy on (B)(6) 2019. The merlin home monitor was also plugged in and was functioning normally. On (B)(6) 2019 the patient was found collapsed at home. The cause of death is unknown.